Manufacturer narrative:
The information about the returned meter testing reported in the previous supplemental MDR was incorrect. The correct information follows: the returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with master lot strips: 4.0 inr, customer meter with customer strips: 4.1 inr. Donor 2: retention meter with master lot strips: 2.4 inr, customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. It was reported that the same finger was used to dose multiple tests for the comparison. It is known that the use of the same fingerstick to dose multiple test can cause inaccurate test results.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to a coaguchek xs meter at the physician's office. At 04:33 pm, the result from the meter was 2.0 inr and the result from the physician's meter was 2.7 inr. For the test with the physician's meter, the physician squeezed the same finger for the blood sample. There was no adverse event. The customer was not anemic, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, no serious injury, no bleeding, no bruising, and no new medications. The customer's therapeutic range was 2.0 - 3.0 inr. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.2 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 55%. Donor 2 hct: 51%. Results: donor 1: retention meter with masterlot strips: 3.1 inr. Donor 1: customer meter with customer strips: 3.2 inr. Donor 2: retention meter with masterlot strips: 2.1 inr. Donor 2: customer meter with customer strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The same finger was used to dose multiple tests for the comparison. It is known that the use of the same fingerstick to dose multiple tests can cause inaccurate test results. The investigation was unable to find a definitive root cause.